Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not power on.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was liquid contamination that caused corrosion on j502 and the table board. The cause of the failure was isolated to the corroded components. The root cause of the corrosion is liquid ingress of an unk contaminant. No adverse event resulted from the defective monitor.